Event description:
Pt reported infusion device stopped working without warning due to power pack depletion. She indicated that the power pack was two weeks old. She stated that she was aware of the power pack recall. Pt replaced the power pack and the infusion device functioned properly. She did not report any physiological effects associated with this issue. The pt did not report assistance by a healthcare professional or second party to address the issue. Product will not be returned for evaluation.

Manufacturer narrative:
Method/results: no product will be returned for evaluation.